Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call low blood glucose and hospitalization. Customer's blood glucose level was in the 60 to 80 mg/dl range. Customer experienced diabetic ketoacidosis and went to the hospital. Customer's mother advised patient woke up with low blood glucose, then ate yogurt, candy and felt like they would pass out. Customer's basal rate had been lowered which may have resulted in low blood glucose levels. Customer was advised to follow up with their healthcare provider in regards to low blood glucose levels.